Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that following implant last week, the patient started retaining a lot of water and had swelling in their feet, ankles, and legs. Before the implant, the patient "couldn't control it" and now they were "not peeing enough." It was noted that their healthcare provider (hcp) gave the patient some lasix to help them urinate. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received from the hcp reported that there was 50 percent or greater symptom reduction. The cause of the event was not determined and it was not device related. It was noted that reprogramming was not needed. The post-operative incision looked good without infection. The patient was reportedly getting better.